Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of above 600 mg/dl. The customer¿s blood glucose level was 1000 mg/dl at the time of the incident and other blood glucose value was over 500 mg/dl but does not know exactly. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event and diabetic ketoacidosis. The customer was treated with insulin drip. The customer experienced symptoms such as fever, nausea, vomiting and numbness. The insulin pump will not be returned for analysis.